Event description:
Consumer reported complaint for dead meter; customer initially also reported complaint for error messages (unknown). Coordinator had spoken with customer and transferred information to technician. When contacted by technician customer confirmed he did not receive error message. The battery in the meter had not been changed; per the customer he has only had the true metrix go meter for two days. The customer is using the correct battery in the correct orientation for the meter. During the call the meter did not power on using the power button or when a test strip was inserted. The customer reported feeling weak; medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: weak. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.